Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 580 mg/dl. Customer was treated with intravenous fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.